Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found that a partial lead was returned. The insulation was abraded at 9.7 cm from the distal tip. The abrasion was consistent with exposure to constant friction with another implantable device. (B)(4).